Event description:
It was reported that a msm20 was used during a coronary artery bypass graft. It was reported by the affiliate that the clips did not come out of the applicator at all. The clips were in there, but would not come out (misfire). There was no consequence to the patient.